Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the enteral feeding tube had a hole and was broken next to the proximal tube. This was discovered during use. There was no patient injury.

Manufacturer narrative:
The device history record was reviewed indicating that product was released meet all quality standard requirements. The reported condition was confirmed. A picture was received for evaluation. Formal investigation action has being taken to address this failure/defect: no corrective actions are deemed necessary at this moment. The process is running according to product specifications meeting quality acceptance criteria will be keep monitoring the process for any adverse trends that require immediate attention. If information is provided in the future, a supplemental report will be issued.